Event description:
Additional information was received from a consumer. The pump was removed in (B)(6) 2016 due to infection. It was noted the patient also had a possible allergic skin reaction. The patient was now on oral baclofen.

Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2014, product type: accessory. Product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
It was reported that the patient developed a skin condition. The patient has had these sores all over her body for many years. They have tried many different treatments to resolve them and have been unsuccessful. The patient was in the hospital again and the patient contacted the manufacturer¿s representative to see if it was okay for the allergy doctor and infectious disease team to follow up with the representative regarding the pump as the possible cause. The patient had her first pump several years before the skin condition developed, so the manufacturer¿s representative believed that they have moved on from the pump being a possible cause. The patient did not want the pump removed because of how great it has been for relieving her movement issues. The pump was used to infuse lioresal.